Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the ac connector on the device was found to be burned. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device ac receptacle showed evidence of burned and with traces of fluid spillage, for this reason it was impossible to connect the device on ac, so the device was opened and performed visual inspection of power supply and it and did not observe any damaged or spillage on it. The device was returned without the ac power cord. Replaced ac receptacle for a good one and used a new ac power cord for a good one too. (But not in the printed wired assembly's). The device passed the electrical safety test. During the testing there was no electrical sparking, smoke or flames observed. This report represents all the information known by the reporter upon query by hospira personnel.